Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that ins inversion meant tilted. The cause of the tilted ins was not determined. The ins was successfully repositioned on (B)(6) 2017. The outcome was reported as ongoing. There was no mention of infection. The etiology indicated the relationship of the event to the device or therapy was related.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was ins inversion and battery site pain. On (B)(6) 2017 physical examination you could see how one edge of the battery was pointing out hurting the patient. Skin temperature was not elevated but there was erythema on battery site and also tenderness during palpation. The patient did not have a fever during the physical examination, but did have a fever the days before. The intervention taken was the ins was going to be repositioned on (B)(6) 2017. Antibiotic therapy was started on (B)(6) 2017. The event resulted in an unscheduled clinic or office visit. The etiology indicated the relationship of the event to the device or therapy and implant procedure was not related, but was related to the incisional site/device tract of the ins pocket. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was resolved without sequelae on (B)(6) 2017.